Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, d9, g2, g4, h3, h4, h6.

Event description:
Healthcare professional later reported left side "capsular contracture baker grade iii" confirmed via MRI. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "implant rupture". The device has been explanted.